Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The caller initially attempted to use the tandem charging cable and wall adapter, but these efforts did not resolve the issue. However, when the caller used a different charging cable, the pump began charging successfully. Technical support informed the caller that tandem does not recommend using third-party charging supplies unless advised for troubleshooting. A replacement tandem charging cable was sent via two-day shipping, and no further assistance was required.